Event description:
Kimberly-clark received a report stating, "dentist was doing a procedure on a patient with (B)(6) and when she removed her gloves post-procedure, she noticed an "itty bitty tiny pinhole" in the glove. An hour later, she noticed a red spot on her hand. She went for medical intervention and was treated for (B)(6) infection. States that they continued to use the gloves, not suspecting that all gloves in box would be affected. After an oral surgery case, dentist removed gloves and discovered blood strikethrough on both hands." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
A review of the device history record is pending. All glove lots manufactured are inspected prior to release for presence of pinholes to an (B)(4) that is more stringent than cpg sec. 335.700a guidelines. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a supplemental report. The gloves were not returned to kimberly-clark for analysis. We are unable to determine the root cause of the reported complaint. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.